Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported errors in the biometry values. Additional information was received from the customer indicating the cause of the event was not related to the system. However, no other explanation was provided. No other information will be provided.